Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump¿s screen was cracked and the customer requested a replacement; blood glucose was reported as unaffected and a replacement device was provided with instructions for shutdown and return of the original. Symptoms included no adverse health effects. Outcomes included continued therapy with cgm and completion of replacement logistics. Investigation included review of the reported damage and coordination of device return and inspection of the returned device. Investigation of this device revealed a damaged display component consistent with physical damage to the user interface, with no reported device malfunction affecting therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.